Event description:
According to the reporter, during lap hysterectomy procedure, the device could not be removed from the trocar and became stuck. The piece was retrieved and a new trocar was inserted to complete the case. There was no patient injury associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The visual inspection of the photograph depicts the device with another device inserted into it. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.